Event description:
While using the vulcan unit during an arthroscopy procedure, pt grounding pad was not fully attached to the machine and prevented the tip from working. Surgeon saw some 'metal" debris on tissue and felt it was from the tip of the probe in use. A new grounding pad and tip were opened and used with no further incident.